Manufacturer narrative:
Qn#(B)(4). The sample was returned and forwarded to the manufacturer (shengyurui medical - soundway) for investigation. Soundway reports "check DHR and first sample confirmation, no abnormality is found. To check the returned sample, first sealing the cannula of the o2 line in the case of o2 line ventilation, there is no air leakage. Then releasing the cannula of the o2 line, visibly bubbles can be seen from the cannula, so the o2 line is qualified. Similarly, sealing the cannula of the co2 line in the case of co2 line ventilation, there is no air leakage. Then releasing the cannula of the co2 line, visibly bubbles can be seen from the cannula, so the co2 line is also qualified. So, the sample is ok. During the process inspection, we perform 100% gas flow test. It is almost impossible for defective products to come out." Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint reported as: when separating the o2 line form the co2 line, the line must be tearing and causing a leak, because the readings are inconsistent, or non- existent. No patient harm was reported. The cannula was changed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reported as: when separating the o2 line form the co2 line, the line must be tearing and causing a leak, because the readings are inconsistent, or non- existent. No patient harm was reported. The cannula was changed.